Manufacturer narrative:
Product ID 37746 lot# serial# (B)(4); product type programmer, patient product ID 37754 lot# serial# (B)(4); product type recharger product ID 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-60 lot# serial# (B)(6), implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient¿s device was sticking out and not put in correctly. It was noted that after surgery the device was fine. Then about 7-8 months later it started sticking out. The worst part was when the patient would be leaning over the counter and the device got hooked on the handle of the cupboard, that was painful. It was noted that it felt like the device was being ripped out of her. The patient had revision surgery to fix it three weeks ago. Additional information was requested, but was not available as of the date of this report.